Event description:
As part of a postmarket clinical study, it was reported a tube site infection occurred with peritube leakage. Pt was treated with augmentin and levofloxacin. Events resolved with no residual effects. The tube, which was no longer needed, was removed.